Event description:
It was reported that the pt had her device replaced due to a lead discontinuity. Product was disposed of following surgery, so it cannot be returned to the MFR. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.